Event description:
Information was received from the manufacturer representative (rep). Rep reported pt called this morning for assistance with charging their implant. Pt stated the controller could not find the implant. Pt stated the controller said the date and time needed to be reset. Pt was unable to correct the date and time. Pt stated that the controller screen went black and they were unable to turn on the screen with the up and down arrows. Rep had patient plug in the controller to the wall and pt saw the green light blinking. Pt stated the controller said it needed to be restarted. Rep had patient reset the controller and the green light was blinking again. After charging, the screen was able to light up and patient was able to connect controller to their implant and start charging. Pt stated that the top battery showed 60% and the lower battery with the body icon had just red lines. Pt stated it has gotten to this point before and the battery never changed and that is why they were frustrated. Rep instructed patient to give it an hour to see if the implant would charge. Rep called patient back 20 minutes later and pt reported getting a replace battery soon message. Rep redirected pt to patient services (pss). Additional information was received from a patient regarding an external device. The reason for cal l was patient stated they believe the recharger needs to be replaced patient stated the controller keeps showing the message "looking for device" and "no device found". Patient stated this has been going on for a while. Patient stated they have been fiddling with it longer than they should have. Pt clarified this has been going on for at least a month. Patient stated the recharger was replaced once before in (B)(6) 2021 patient verified there is no visible damage to the cord but patient stated that the end of the cord looks strange. The issue was not resolved. An email was sent to the repair department to replace the recharger cord.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed cable insulation is torn at donut end. Recharger got hot after running it at donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.